Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s), however, no explanted products were returned for analysis. A patient was given antibiotics and it appears it is healing. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that patient was seen on (B)(6) 2023 for follow-up stim placement from physician on (B)(6) 2023 at physicians office. Patient had an infection at the lead site that started a couple of weeks after stim was placed. Patient was given antibiotics and staff at dr. (B)(6) said it looks like it is healing.

Manufacturer narrative:
Date of event is estimated.